Event description:
A gore excluder aaa trunk-ipsilateral leg endoprosthesis and gore excluder aaa contralateral leg endoprosthesis were used to repair an infrerenel aortic aneurysm. An intraoperative angiogram revealed a proximal. Type I endoleak, which the physician chose not to treat. However, the endoleak persisted. Approx two months later in a second procedure, the physician implanted a gore exluder aaa aortic extender endoprosthesis to successfully treat the endoleak.